Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported damage has been completed. Device analysis: console arrived in lab. Console housing damage was confirmed. When attempting to power on the console, it does not boot correctly. Console was opened and interior connections were checked with no issues found. However, damage to the front housing and its major components was observed. This includes: front housing, keyboard, lcd bracket, 4-in-1, power switch. These components were swapped out and the console booted and behaved as expected. The root cause of the power on issues is most likely related to console damage due to misuse of the console. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) was discovered to have a cracked housing and produced alarms upon startup. There was no reported patient involvement.